Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 483 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother stated that they had ketones and experienced nausea. The customer's mother performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer's mother was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer's mother was advised that a tubing clamp will be sent. The customer's mother was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.